Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 8.25 miu/ml accompanied by a data flag. This result was not reported outside the laboratory. The customer stated all that all hcgb result between 5 miu/ml and 200 miu/ml are repeated on a vidas analyzer. The sample was tested on a vidas analyzer and the result was <2.0 miu/ml. The samples was then repeated on the e411 analyzer and the result was <0.1 miu/ml. The result of <0.1 miu/ml was reported outside the laboratory. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The hcgb reagent lot number was 173268. The expiration date was requested but not provided. The field service representative went on site. He checked and adjusted the liquid level detection from the s/r probe. He checked the mixer. He performed a sipper adjustment on the wash station, photomultiplier tube adjustment, and a blank cell. The customer has not reported any further issues.